Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant glucose results for 1 neonate patient tested on inform ii meter uu14215106 (meter a) with test strip lot 476354 and inform ii meter uu14166107 (meter b) with test strip lot 476358. This medwatch will cover strip lot 476354. Refer to medwatch patient identifier (B)(6) for information on test strip lot 476358. All the results listed are from heel sticks. The patient was tested at 5:09 a.m. On meter a and the result was 43 mg/dl. The patient was retested at 5:17 a.m. On the same meter and the result was 61 mg/dl. The patient was tested at 8:03 a.m. On meter b and the result was 46 mg/dl. The patient was retested at 8:04 a.m. On the same meter and the result was 49 mg/dl. The patient was tested at 11:24 a.m. On meter b and the result was 20 mg/dl. The patient was retested at 11:26 a.m. On the same meter and the result was 27 mg/dl. Since the glucose results were so low and because they suspected chorioamnionitis due to a fever greater than 100.4 f, the patient was sent to the nicu. The patient is on hypoglycemic protocol. The nurses didn't think the patient's glucose was really as low as 20 mg/dl. The patient was tested on a 3rd inform ii meter (meter c) at 11:38 a.m. And the result was 46 mg/dl. This result was believed to be correct. The patient was fed breast milk due to the results from the meters. No adverse event occurred due to feeding the baby breast milk. The patient's glucose results have increased and stabilized. The following results were provided to demonstrate this: at 3:05 p.m. The patient was tested on meter c and the result was 37 mg/dl. At 4:50 p.m. The patient was tested on a 4th inform ii meter (meter d) and the result was 58 mg/dl. At 8:02 p.m. The patient was tested on meter d and the result was 60 mg/dl. At 11:16 p.m. The patient was tested on meter d and the result was 63 mg/dl. None of these additional results were being questioned. Both meters and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The meters and test strips were requested for investigation. Two meters was returned, but the test strips were not returned. Retention strip lot 476358 was tested on the returned meter uu14215106 (meter a) with quality controls: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43, 41, 41 mg/dl ,level 2 ¿ 286, 308, 307 mg/dl. Retention strip lot 476358 was tested on the returned meter uu14166107 (meter b) with quality controls: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl . Results: level 1 ¿ 41, 41, 42 mg/dl, level 2 ¿ 287, 308, 308 mg/dl . All returned results are within acceptable range. The investigation was unable to find a definitive root cause for this event.